Manufacturer narrative:
Corrected data: the event was determined to have been reported in error.

Event description:
Related MFR reports: 3006705815-2020-31932 and 3006705815-2020-31933. There were no allegations against the device. The event was determined to have been reported in error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2020-31932 and 3006705815-2020-31933. It was reported the patient's scs system was received without accompanying documentation. Review of the complaint handling database did not identify any allegations against the device. The reason for the patient's scs system removal was undetermined at this time. Therefore the devices have been deemed returned for disposal.